Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced high blood glucose level. The customer's blood glucose level was 519 mg/dl and treated it with bolus. It was reported that there was blood at site and customer tried to insert the sensor and when it pulled the serter away the whole thing came out. The customer declined troubleshooting for high blood glucose level and declined to contact health care professional's. The insulin pump will not be returned for analysis. Frn unknown rsvr, unomed inf set, ozp-mmt-7020a- snsr.